Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an issue was experienced with a catheter that had broken, with half of the catheter remaining inside the resident. Surgical removal was scheduled for the same day. The incident date, quantity of product affected, and sample availability were not confirmed.